Event description:
It was reported that a cartridge alarm occurred during the load sequence. There was no adverse impact to the customer¿s blood glucose level. The customer successfully resolved the issue by reloading the original cartridge, after which insulin therapy resumed successfully.